Event description:
Boston scientific received information that a red alert was detected for this right ventricular (rv) lead as it exhibited low out of range (oor) shocking lead impedance (sli). Additional information was received that no intervention was performed. Patient would be monitored via home monitoring system at this time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.